Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12378, related manufacturer reference number: 2017865-2019-12380, related manufacturer reference number: 2017865-2019-12381. It was reported that the system was explanted due to recurrent infection in (B)(6) 2019. The device was later sterilized and re-implanted on (B)(6) 2019. Patient was stable.